Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This event was originally reported via MDR number 1822565-2013-00015. The surgical report for the revision surgery stated painful right total knee arthroplasty. It also stated that the joint actually seemed to be fairly good and that there was no gross looseness of either the femoral or tibial component. It noted that the femur bone was quite soft. The surgical report and other new information provided give no definitive indications of a root cause. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This event was originally reported via MDR number 1822565-2013-00015. The surgical report for the revision surgery stated painful right total knee arthroplasty. It also stated that the joint actually seemed to be fairly good and that there was no gross looseness of either the femoral or tibial component. It noted that the femur bone was quite soft. The surgical report and other new information provided give no definitive indications of a root cause. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.